Manufacturer narrative:
This report is filed, (B)(4) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. Subsequently the excess skin was excised from the site and the site was cauterized (dates note reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016 to excise excess tissue from around the abutment site. The patient was administered intra venous antibiotics during the procedure and the abutment was removed. Post operatively, the patient was prescribed a one week course of oral antibiotics. The implanted device remains. This report is filed august 1, 2016. The implanted device remains.